Manufacturer narrative:
The device was received for evaluation on december 12, 2017. Gross examination confirmed that the valve was received in generally good condition. Visual inspection revealed a small deformation on the inflow side of the valve, likely attributable to the implant/explant procedure, but otherwise confirmed the absence of pre-existing defects. A simulation of valve deployment was performed in a silicon aortic root, using the returned prosthesis. No problems were encountered during the ballooning of the valve and the appropriate positioning of the valve was confirmed after the valve was fully deployed in the annulus. A leak test confirmed the presence of a seal between the silicon aortic root and the valve, and the absence of paravalvular leak.

Event description:
A perceval device size 21mm was attempted to be implanted on (B)(6) 2017 (sn# (B)(6)) in an (B)(6) year old female patient following a single CABG. The surgeon reported that before closing the aorta he could see the leaflets not meeting as desired in the midpoint, and then on echo a large paravalvular leak was seen. The patient was put back on cross clamp, the surgeon removed the perceval and replaced the valve with a new perceval valve of the same size (sn# (B)(4)). The surgeon reports to have placed this valve a bit lower in the aorta and saw the leaflets align well. Then on echo there was no leaks seen and the valve was reported as functioning well with low gradients. The case was a single CABG with aortic valve replacement with no history of previous cardiac surgery reported. It was reported that, although the surgeon placed the second perceval valve lower in the annulus, no seating issues were observed when the first device was implanted. The patient was reported to have nodular calcium on the annulus under the left main, which could have interfered with the seating of the perceval valve. Upon follow up the patient was said to be stable but a little delirious and the valve is functioning well. The patient experienced a small stroke 4 days post operatively, but recovered well and the valve is functioning fine.

Manufacturer narrative:
Manufacturer narrative: the material records for the device were pulled and reviewed. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval heart valve at the time of manufacture and release. The functional testing performed on the device was pulled and reviewed. The results confirmed that the valve meets the acceptance criteria of the steady flow test inspection at the time of release. Based on the performed analysis and test, the reported event cannot be explained by any factor intrinsic in the involved device. According to the event narrative provided, the surgeon placed the second valve a bit lower in the aorta. The event can therefore reasonably be attributed to malpositioning of the valve due to user error, as no device issue was identified during the investigation.

Manufacturer narrative:
Not yet returned to manufacturer.

Event description:
A perceval device size 21 mm was attempted to be implanted on (B)(6) 2017 (sn (B)(4)) in an (B)(6) female patient following a single CABG. The surgeon reported that before closing the aorta he could see the leaflets not meeting as desired in the midpoint, and then on echo a large leak was seen. The patient was put back on cross clamp, the surgeon removed the perceval and replaced the valve with a new perceval valve of the same size (sn (B)(4)). The surgeon reports to have placed this valve a bit lower in the aorta and saw the leaflets align well. Then on echo there was no leaks seen and the valve was reported as functioning well with low gradients. The case was a CABG x 1 with aortic valve replacement with no history of previous cardiac surgery reported. Upon follow up the patient is said to be stable but a little delirious and the valve is functioning well. Delayed case by approximately 1 hour - 30 to 40 min added cross clamp time.